Event description:
During a total hip arthroplasty upon impaction of the liner, the plastic on the handle fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the handle is fractured. The fracture is circumferential to the shaft and runs through the dowel pin hole. The main tube was not returned. The returned device showed wear marks and scratches. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is likely due to normal wear during the instrument field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.